Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope had no image. The issue was found during set up, before the patient was in the room. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
The device was returned to olympus for inspection. The following fields were updated: d8, d9, h3, h4, h6 a root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: charged coupled device unit was broken and no image was displayed. A definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.